Event description:
The customer contact reported the device keeps rebooting. The device was returned to the biomedical department for a report of, reboots or resets on its own (no power loss). No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device kept rebooting during the self test. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the device kept rebooting during the self test. The device has been identified as part of a product recall.